Manufacturer narrative:
Product event summary: the device was returned with the device and the device data memory analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device revealed normal battery depletion. Concomitant medical devices: 6947-65 lead implanted: (B)(6) 2010.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.